Event description:
It was reported that post a stenting treatment procedure in-stent restenosis occurred. A taxus liberte stent was successfully deployed in the left anterior descending artery (lad). It was noted that the stent was well apposed. One year later the patient presented to the cath lab with abnormal stress test results. Access was obtained via the radial artery. An ivus catheter was then advanced to the 80% stenosed, 2.75x12mm concentric, non-tortuous and non-calcified lad. The ivus images revealed that there was in-stent restenosis in the taxus liberte. A 2.75x15mm promus stent was advanced to the lesion and was deployed, successfully treating the in-stent restenosis. The procedure was completed with no patient complications reported. The patient's current condition is listed as okay.

Manufacturer narrative:
If implanted, give date: approximately (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).